Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited a capture anomaly. The lead was capped and replaced. No patient symptoms were reported.